Event description:
It was reported that the bur broke off inside of the attachment. It was further reported that it was noticed after a procedure and there was no patient impact or surgical delay as a result of this event.

Event description:
It was reported that the bur broke off inside of the attachment. It was further reported that it was noticed after a procedure and there was no patient impact or surgical delay as a result of this event.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The device was not returned. The quality investigation is complete. Device not returned to the manufacturer.